Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to resume insulin after completing the load sequence. The customer did not resume insulin until they received the resume pump alarm. Customer reported blood glucose (bg) level was 300 (mg/dl) with moderate ketones. The customer resumed insulin and delivered a correction to address bg level.